Event description:
Unomedical reference number (B)(4). Event occurred in the united staes. On (B)(6) 2024, the patient reported an event of the infusion set cannula kinked. The infusion sets had been used for 12 hours. The event occurred after 3 or more hours of insertion. The insertion site was at the abdomen. The blood glucose level was 300 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.